Event description:
During an implant attempt of the subject device, it was reported that the subject device did not pace after it has been placed in the pocket. It was indicated that when reprogrammed to bipolar pacing, pacing appeared, but when programmed to unipolar, pacing disappeared. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.